Manufacturer narrative:
Device analysis: a direct relationship between vad-16498 and the reported hemorrhagic stroke could not be conclusively determined. The patient had a CT scan performed which confirmed a hemorrhagic stroke. On (B)(6) 2018 the patient had an inr of 4.1 and was instructed to hold their coumadin. The patient expired on (B)(6) 2018 at an outside hospital. The device was functioning as intended and it was reported that the pump would not return for evaluation. The heartmate ii lvas IFU lists stroke and bleeding as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 3 years and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported a CT scan was performed at an outside hospital confirmed hemorrhagic stroke. On (B)(6) 2018, inr was 4.1 and the patient was instructed to hold coumadin. On (B)(6) 2018, the customer reported that the patient expired due to hemorrhagic stroke at an outside hospital. The pump will not be returned for analysis. Reportedly, the vad was functioning as intended. No additional information was provided.